Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and five pictures were received for evaluation. The sample was received in used condition with its original packaging open. Visual and functional testing were performed. Visual inspection found no discrepancies were observed. Functional testing found a leak was observed from the cuff, the complaint was confirmed. The most probable root cause is that the cuff was damaged after it left the manufacture facility due to the product is 100% leak tested. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the nurse found a cuff leak during testing. No patient injury was reported.